Manufacturer narrative:
Investigation found no damages or manufacturing defects that would contribute to a dislodging of the cannula or a failure of the pod to deliver insulin. The received device had the cannula assembly fully deployed. Although no damage that would contribute to a dislodging was present, the exact cause of the dislodging could not be determined. Investigation of the bottom housing indicates that the adhesive was properly welded to the device and no damages or defects were observed that would contribute to the reported event. The cause of the reported adhesive issue could not be determined.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 340 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, vomiting, and stomach pain. The patient was treated with prescribed vosran and sodium chloride but did not provide the dosage and then given zofran (4 mg, 1 tablet every 8 hours for 1 week). Patient had labs done as well. The patient also reported that the adhesive was coming off the site and was loose at the fill port. The patient was released the same day. The pod was not worn when seeking medical attention and a new pod was already on when going to the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.